Manufacturer narrative:
The device was evaluated by a field service technician. The power plug was replaced and passed all safety checks. The device was returned to service.

Event description:
It was reported that while the manufacturer's field service representative was servicing a rover, the power plug on the neptune was arcing when it was opened.